Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient could not control their kidneys since their last programmer stopped working in (B)(6) 2015. The patient went to their health care provider's (hcp's office for programming last week, but still only had access to 1 program. The patient didn't even carry their programmer with them because they could not make any changes to other programs. The patient connected with their implantable neurostimulator (ins) and verified that they only had 1 program. The hcp's office told the patient to call the manufacturer to have the other 3 programs installed. The manufacturer representative would touch base with the patient's hcp regarding having other programs installed with the new programmer sent.

Event description:
It was reported that patient programmer (pp) won't turn on, and the pp and batteries get very hot. The patient had tried multiple sets of batteries, including regular alkaline. The patient reported having issue with their programmer. The patient reported loss of therapeutic effect and stated was having issues with retention. Additional information reported about eight days later indicated that could not get the pp to work at her doctor¿s visit on the day of this call. It was noted that a replacement pp was being sent. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4) implanted: explanted: product type programmer, patient. Product ID: 3 889-28, lot# va0pxnt, implanted: (B)(6) 2014 product type: lead. (B)(4).